Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2014-15393. Reference MFR report: 1627487-2014-153934. Reference MFR report: 1627487-2014-15395. Reference MFR report: 1627487-2014-15396. It was reported the pt's pns (off-label) leads showed invalid impedance readings on numerous contacts. Surgical intervention was undertaken on (B)(6) 2014 and the leads were explanted and replaced. Intra-operative testing revealed invalid impedance readings. The physician opened the ipg site and indicated the extension were slightly pulled out of the header. The extensions and ipg were explanted and replaced. The pt reported effective stimulation coverage postoperative.